Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell four in peritoneal dialysis. The home patient was connected at the time of the alarm. This alarm occurred in the previous therapy. The home patient disconnected from homechoice at that time. The home patient had cycled power and turned the homechoice off and disconnected. The technical service representative advised the home patient that air had entered setup. The technical service representative advised the home patient that they cannot go back and troubleshoot the alarm now. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.